Manufacturer narrative:
Additional information received by the customer has identified that this event has been already reported under 9613369-2020-00234. The new information confirms that this is a duplicate complaint, therefore, if further details are provided in future confirming the opposite, our files will be updated accordingly and a further report will be submitted outlining both events details and our investigations performed.

Event description:
It was reported that primary procedure was performed 12 years ago. Last october, 9th, patient was coming down from mobile home and started experiencing pain. The pain increased to what patient describes as "severe" while he was walking. Patient took a 600mg dose of ibuprofen with no improvement. A day after, he was diagnosed with a liner fracture. Surgical procedure took place on october, 14th. Liner and femoral head were exchanged.